Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that after the implantation and the knot was put, the doctor had gone for another double loaded 2.9 osteoraptor and tried to take the tissue bite. The 2.3 osteoraptor suture thread was held and pulled, at that time it failed. The suture broke during tightening below the knot and the suture was not remove, it is inside the glenoid bone. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72201993 suturefix ultra device reported on. The complaint stated: ¿it was reported that after the implantation and the knot was put, the doctor had gone for another double loaded 2.9 osteoraptor and tried to take the tissue bite. The 2.3 osteoraptor suture thread was held and pulled, at that time it failed. The suture broke during tightening below the knot and the suture was not remove, it is inside the glenoid bone. A backup device was available to complete the procedure with no significant delay and no patient injuries.¿ the insertion device nor the anchor were returned. The return was comprised of two segments of knotted suture. The suture has been torn and frayed. This may occur when another device or instrument is used for guidance of the anchor. Note: when using osteoraptor 2.3 mm suture anchors, use a smith & nephew 2.3 mm in-line drill guide, 2.3 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion site (each sold separately). No root cause related to the manufacturing of this device was confirmed.

Manufacturer narrative:
Corrected information.